Manufacturer narrative:
Concomitant medical products: w4tr05, crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) battery was depleting faster than expected due to a damaged lead. The patient also noted that the battery of their device would deplete faster each time a manual remote transmission was submitted. The device and lead remain in use. No patient complications have been reported as a result of this event.